Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported " implants with a microtextured surface, which potentially increases the risk of alcl lymphoma. Due to my recurrent lymphadenopathy". Patient later reported " severely enlarged lymph nodes, due to the risks associated with the implants, I have lived in fear ever since". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported " implants with a microtextured surface, which potentially increases the risk of alcl lymphoma. Due to my recurrent lymphadenopathy". Patient later reported " severely enlarged lymph nodes, due to the risks associated with the implants, I have lived in fear ever since". This record is for the right side. Device remains implanted.